Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was replaced in (B)(6) 2019, because their ¿battery kept moving around and everything¿. They stated that they felt it ¿sticking out after they took their back brace off that they had been wearing for three months¿. They stated that they had to ¿physically put the ins back down¿. The event occurred the end of (B)(6) or 3 months after their back surgery on (B)(6) 2019. It was reported that the patient told their healthcare provider (hcp) that they wanted a non-rechargeable ins because they were told by a manufacturer representative (rep) that it would last 6 years. The patient then stated that another rep told them that a non-rechargeable ins would only last about a year with their programming and they were told a new ins was available that was easy to find and ¿at max¿ took an hour to charge from depleted to 100 percent. The patient stated that they got the same device put in and they were unhappy. The patient stated that to them the surgery was a waste of time. They didn¿t like the unit in the first place as the ins was ¿hard to find which made it difficult for them to charge their ins since implant (B)(6) 2018, which was one of the reasons why they were okay if they had to do the surgery to replace it, but they got the same thing.¿ no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the implant flipping sideways and needing more coverage was that she had back surgery and wore a back brace for 3 months. The patient guess it helped it start flipping. The patient reported that on (B)(6) 2019 the healthcare provider (hcp) was going to replace the battery pack with one she didn¿t need to charge and add some stitched to hold it in place. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins was flipping sideways for about 2 months and was starting to hurt. The patient reported having back surgery 3.5 months ago because her spine had moved forward 75%. The patient reported that she had to wear a back brace and thought that was what caused the ins to flip. The patient also reported that she was needed programming to help cover more of the back. No further complications were reported.